Manufacturer narrative:
The device was not returned for evaluation as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller logfiles could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable by the field clinical engineer revealed that the previous repair was worn out, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. There is no evidence to indicate that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time, improper handling. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while the patient attended a routine visit to the clinic, damage to the previous driveline repair was noted. It appeared like the tape placed on the driveline sheath was getting caught on zipper of the vad carrying bag thus causing fraying. The site engineers performed a temporary repair. There were no reported patient consequences associated with the event.